Event description:
It was reported that when the devices were used during a laparoscopic gastric roux-en-y, the seals tore and were splitting. Another device was used to complete the case. There were no consequence to the patient.